Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, exhibited error 1660.

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that the event occurred at customer's in-house testing facility; there was no patient injury.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Faulty microprocessor unit board was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.